Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in-stent thrombosis occurred. The patient tolerated the procedure well and was transferred to the intensive care unit (ICU) in stable hemodynamic condition.

Event description:
Same case MDR ID: 2134265-2015-04822. Platinum diversity clinical study. It was reported that myocardial infarction and restenosis occurred. In (B)(6) 2015, the index procedure was performed. The target lesion was a de novo lesion located in the mid left anterior descending (lad) with 99% stenosis and was 22 mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilatation and placement of a 2.50x24mm promus premier¿ stent. Following post-dilatation, residual stenosis was 0%. Two days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented with severe mid-sternal chest pressure, non-radiating, which had begun that evening. The patient had been experiencing nausea, weakness, dizziness and shortness of breath all day. Patient's electrocardiogram (ECG) revealed anterolateral infarction. The patient was diagnosed with an anterior st segment elevation myocardial infarction and was hospitalized for surgical intervention. Coronary angiography was performed and revealed 100% stenosis in mid lad. The lesion was treated with balloon angioplasty and placement of a 2.5x38mm promus premier¿ stent into the lad fully covering the 2.50x24mm promus premier¿ stent. The physician then noted there was complete occlusion of the diagonal branch, which was partially reopened using simple balloon angioplasty. There was either residual dissection in the diagonal artery or embolized thrombus into the mid diagonal branch, which was a relatively small vessel. Following post-dilatation, residual stenosis was 0% and timi 3 flow distally, with no dissection and thrombus present. Twenty-three days post procedure, the event was considered resolved and the patient was discharged.

Manufacturer narrative:
Describe event or problem and patient codes updated. (B)(4).

Event description:
It was further reported that in (B)(6) 2015, prior to the target vessel revascularization (tvr), the patient was experiencing ischemic symptoms at rest and there were ischemic electrocardiogram (ECG) changes suggestive of acute ischemia. Pre-treatment lesion timi flow measured 1.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4). Describe event or problem, device lot number, device expiration date, device manufactured date and patient code updated. (B)(4).

Event description:
It was further reported that in-stent thrombosis occurred. The patient tolerated the procedure well and was transferred to the intensive care unit (ICU) in stable hemodynamic condition.